Event description:
It was reported that the patient's implantable cardiac monitor (icm) migrated out of the implant pocket. The icm was removed completely by healthcare staff. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).